Manufacturer narrative:
Analysis of the device found no anomalies. Eval code- conclusion code and result code: no longer apply.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient's device system (pump and catheter) was explanted due to infection in the device pocket. The pump was not replaced. A physical exam had been performed and testing included a culture and sensitivity of contents of the pocket. It was also noted that the spinal segment of the catheter / tip was in the subcutaneous (sq) tissue / intrathecal space and the proximal catheter was in the sq tissue in the back; the pump was previously implanted in the abdomen. It was indicated that no organism name regarding the infection was given. The patient was without injury. The device was returned to the manufacturer. The concentration, dose rate, and drug lot number of lioresal was unknown/not reported. The patient's medical history included darier disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.